Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due high blood glucose on (B)(6) 2018 with the blood glucose level of 1200 mg/dl. Customer was treated with insulin drip in intensive care unit. Customer stated that the cannula was bent and was also damaged prior to insertion. The insulin pump will not be returned for analysis.